Manufacturer narrative:
The brakes did not hold during transfer causing the user to fall. The brakes were later adjusted. The action 2 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
The brakes did not hold during transfer causing the user to fall. The brakes were later adjusted. The action 2 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).